Event description:
Customer reported that biopsy needle was was bent while trying to remove from coaxial. Coaxial tip broke off after removing from patient. No patient harm reported.

Manufacturer narrative:
The suspected device has not been returned for evaluation. A follow up will be submitted when additional information becomes available.